Event description:
Customer reported the dxc 800 ar (automation ready) clinical system generated false low total bilirubin (tbil) patient results on pediatric samples. The customer only provided a verbal example of false results for one (1) patient sample. The exact number of patient samples affected is unknown. The customer did no provide patient data print outs or demographics. The customer confirmed quality controls had passed prior to the event. The erroneous results were reported outside the laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 800 ar (automation ready) clinical system. The fse inspected the instrument and found reaction wheel temperature errors and confirmed low results. Upon further inspection of reaction wheel. The fse found cuvette #35 was broken and causing the errors and low results. The fse replaced cuvette #35 to resolve the issue. The reaction wheel temperature returned to normal. No further issue reported after replacing the cuvette. The instrument returned to normal operation. Beckman coulter internal identifier is case (B)(4).